Event description:
Additional information received reported that they were working to schedule the patient's replacement within the next month.

Event description:
It was reported that the patient had a shocking or jolting sensation. The patient felt a shocking at the implantable neurostimulator (ins) site, under the incision, and on the right side. This had been going on since the patient was implanted 3 days ago and they felt stimulation starting and stopping. The implant went very well however the patient noticed retention symptoms immediately and the patient was implanted for overactive bladder (oab). Over the weekend the patient started to complain of shocking at the ins pocket site and they current had their device off. The manufacturer representative would see the patient tomorrow for troubleshooting. The case wasn¿t active and 0 was an active electrode as the patient was programmed on 2 negative and 0 positive. The patient was programmed on cycling and they didn¿t have the retention issue during the trial. On the x-rays the lead location images were perfect. The retention had an unknown cause and they did not know if there was 50 percent or greater symptom reduction yet. The components involved with the issue were the implant and lead. Troubleshooting was done by the manufacturer representative and the nurse navigator for the patient¿s health care provider (hcp) performed an impedance check and it was negative. They changed the patient¿s programming to 2 negative and 1 positive and turned the pulse width down to 150 and the shocking sensation then went away. The manufacturer representative thought that the cause of the event was that they turned it up too high for the patient¿s body. They believed the patient was receiving effective therapy after the reprogramming. It was further reported that after the programming session the shocking sensation subsided but the patient¿s efficacy went down. The patient¿s hcp was advising they put the patient back on their original program and they would be setting up a programming session next week. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0m0yw, implanted: (B)(6) 2014, product type: lead; product ID neu_un known_prog, serial# unknown, product type: programmer, physician. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that it felt like pins and needles all of the time for the patient and they had intermittent shocking. They had reprogrammed the ins multiple times without success. The manufacturer representative was told that where the shocking was felt was where the problem was and there was a possibility of a fluid shunt.

Event description:
It was reported the replacement was performed. Reprogramming was performed. The patient was receiving effective therapy.

Event description:
It was reported the patient did not have greater than fifty percent symptom reduction. The patient's battery was turned off. Replacement was scheduled.